Event description:
During a procedure the 11 gauge ivas access cannula broke off into the patients vertebrae. The piece was left embedded in the bone and the patient was given antibiotics as a precaution.

Manufacturer narrative:
The device was discarded by the customer and therefore is not available for manufacturer investigation. Customer discarded.